Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited gradually rising impedances to high levels. The ra and rv lead impedances had plateaued but were still out of range. The leads remain in use. No patient complications have been reported as a result of this event.